Manufacturer narrative:
(B)(6) 2018. (B)(6) 2018. A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported that the device logged an 1007 error (machine and proximal pressure sensors failed) and then would not power on. The device was in use at the time of the event; however, there was no patient harm. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report: 03dec2018. Date of manufacturer: 30nov2018. During failure investigation, codes were found in the device history log indicating a spi bus failure. It was also noted that the screen was dim. A component failed, causing issues with the spi bus and supporting circuitry. Replacement of the component removed the failures.